Manufacturer narrative:
The evaluation revealed the lag screw step drill to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The function of the safety stopper of the drill was tested successfully in a 100% inspection. The drill was documented as faultless prior to distribution. As the drill had been in use for approx. 4,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. An investigation was not possible because the drill was not provided. The root cause why the reported issue (drilled too deep into acetabulum) occurred could not be determined. Most likely the safety stopper of the drill was not locked, detached or damaged in that way, that a locking was not possible. A review of the DHR shows that the stopper function was given of the complained lot. The IFU includes that before the beginning of the operation all components shall be checked regarding their function; furthermore the operative technique includes how the step drill shall be used (also the stopper function) and that drilling shall be done under image intensifier control to prevent drilling into the acetabulum. Based on the given information a more precise evaluation was not possible; in case the drill will return in future the case will be re-evaluated. No non-conformity identified.

Event description:
It was reported by the sales reps that according to dr. The lag screw step drill did not function and due to this the surgeon drilled a hole right through the femoral head going into the acetabulum of the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported by the sales reps that according to dr. The lag screw step drill did not function and due to this the surgeon drilled a hole right through the femoral head going into the acetabulum of the patient.